Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated use testing. Test ventilation confirmed the reported issue with the reported technical error code. Electrical measurements on the expiratory channel pc board showed that a capacitor in the pull magnet supply circuit was shorted. A failure leading to the reported technical error will lead to a stop in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and the reported technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function.

Event description:
(B)(4).